Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that they had identified unusual results on the centralink data management system processed on the advia 2400 instrument. Upon inspection, they found that the sample probe (spp) had crashed and the probe had been pushed up. The operator performed troubleshooting for the probe, placed the probe back into the correct position and ran quality control. The instrument was placed online. While the instrument was running, the spp crashed again. A siemens customer service engineer was at the customer site and inspected the probe. The cse found that all data had flag marks and were out of range. The spp had crashed on the cuvette dilution tray (dtt)/reaction tray (rrv). The cse aligned the probe height and position on the dtt/rrv. The cse informed the operator that the instrument should be offline until a new spp arm is installed. During this time, the customer determined that there were about 200 results which had been reported to the physician(s). The customer pulled those samples and repeated them. The customer only provided the data for two patient samples, however, they notified the cse that there were more results. During a follow-up visit, the cse replaced the spp and the spp arm. The cse stated that the cause of the issue was due to the malfunction of the spp arm. The issue resolved after service intervention. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer obtained discordant results on multiple patient samples for multiple methods on an advia 2400 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate platform, resulting different than the initial results and matching the clinical picture of the patients. The corrected results for sample ids (B)(6) were reported to the physician(s). It is unknown if the corrected results for the remaining samples were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2017-00577 was filed on (B)(6) 2017. Corrected information (06-november-2017): on (B)(6) 2017, a siemens customer service engineer (cse) was dispatched to the customer site and informed that the samples had flagged results. The cse worked on the sample probe as indicated in the section of the initial MDR. The cse was not notified of the discordant results on the day of his visit. The customer notified siemens of the discordant results on (B)(6) 2017. Therefore, the correct "date received by manufacturer" for the initial MDR is (B)(6) 2017. Section cannot be updated with the correct date as it is being used for the current report.